Event description:
Dr (B)(6) removed the implants due to instability and dislocation and revised the total hip arthroplasty.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Dr (B)(6) removed the implants due to instability and dislocation and revised the total hip arthroplasty.

Manufacturer narrative:
An event regarding dislocation involving a primary tritanium hemi cluster hole cup 54mm was reported. Conclusion: review of the reported event implies dislocation between the adm and mdm liner. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Dr (B)(6) removed the implants due to instability and dislocation and revised the total hip arthroplasty.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.